Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and right ventricular (rv) lead were dislodged. A revision procedure took place and the rv lead was able to be repositioned. The helix of the ra lead would not extend, so it was explanted and replaced. No additional adverse patient effects were reported.